Event description:
A system operator reports a custom patient with topographically-observed "central islands" (corneal irregularities) following a custom myopia with astigmatism laser procedure in the left eye only. At 9 weeks post-op, this patient exhibited a 4-line decrease in bvca. Additional info has been requested. Surface irregularities associated with laser refractive surgery can interfere with vision. Some irregularities spontaneously resolve after several months. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.

Manufacturer narrative:
The complaint investigation, including root cause determination, is in progress.